Event description:
Additional information received reported that following the revision, the patient was still not getting coverage that they need. The hcp was going to go back in a replace the other lead at a date that had not yet been determined. The hcp will also check the placement of the new lead that was just implanted.

Manufacturer narrative:
Product ID: 37713, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: extension. Product ID: 3550-29, serial# unknown, explanted: (B)(6) 2015, product type: accessory. Product ID: 3888-56, lot# v067340, implanted: (B)(6) 2008, product type: lead. Product ID: 3888-56, lot# v067340, implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 3888-56, lot# v067340, implanted: (B)(6) 2008, product type: lead. Product ID: 3888-56, lot# v067340, implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: lead. Product ID: 3888-56, lot# va0q8y2, product type: lead. (B)(4).